Manufacturer narrative:
The sample has not been provided for this complaint. The 3 total instances reported happened on the same patient. The other two instances reported will be captured in a subsequent report. If any additional information becomes available a follow up submission will be filed.

Event description:
I changed the filter 3 times due to the excessive accumulation of water in the trachea of the filter. Excess water in addition to being able to compromise ventilation (as this was clear in the ventilator curve and saturation) may also eventually enter the orotracheal tube. It was stated that the hmef is not used in conjunction with the heated circuits in (B)(6). The problem is not in the connection but in the excess saturation (drops of water) that appear in great quantity (and very fast) compromising the ventilation of the patient (saturation requiring changing it 3 times over a 12 hour period).